Event description:
The customer reported that the insulin pump had a frozen display and she was not able to change the am to pm. The blood glucose reading was 126mg/dl. The caller stated that she had problems with the insulin pump the few times she uses, and the reservoir threads broke off. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.